Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels last spring. The customer stated that his blood glucose levels were above 450 mg/dl when he was admitted. The customer also stated that he had congestive heart failure and problems with his kidneys. Nothing further was reported.